Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided. Review identified the following: right total hip arthroplasty. Right pelvic fractures including fracture of proximal superior pubic ramus and fracture of proximal ischium. Fractures extend into the inferior medial and anterior acetabular wall. Acetabular cup loosening with outward rotation (migration). Generalized reduced bone mineral density. Competitor stem and head - apparent oblique fracture proximal femoral shaft confluent radiolucency at proximal medial femoral sleeve component metal-bone interface of concern for loosening. Subtle misalignment at morse taper of femoral sleeve is suggested. A definitive root cause cannot be determined regarding the acetabular fracture and loosening/migration of acetabular components. However, it was noted that the zb liner was used with a competitor head and stem. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Per the IFU, it states not to use these products for other than labelled indications (no off-label use), " do not use the with components of any other system or manufacturer, unless authorized by zimmer biomet.¿. "Zimmer biomet or its affiliates are not liable for complications and/or failure that may arise from use of the device in circumstances outside of zimmer biomet¿s or its affiliates control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique." Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 30122801; lot# 66581283; 28mm i.d. Size a high wall liner. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten months post-implantation, the patient underwent a hip revision due to a pelvic discontinuity and migration of the cup and screws. Attempts have been made and no further information has been provided.